Event description:
In 2004, this patient was implanted with a gore excluder aaa endoprosthesis. Two years later, this patient experienced a "ground trip fall". In 2006, a follow-up computed tomography scan identified the patient with thrombosis, reportedly on the same side as the fall in august. A thrombectomy procedure was performed the following year, this secondary procedure successfully resolved the reported thrombosis. The patient is currently on anti-clotting medication and is being monitored regularly.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.